Event description:
It was reported that a procedure cancellation occurred. A jetstream pvcn100 console was being used in the index procedure when it alarmed with the error 1 code. The procedure could not be completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: jetstream console serial number s/n (B)(6) was returned for investigation. Visual inspection shows no damage to console. The console was tested per functional test procedure. An error2 code occurred after priming. Troubleshooting determined that error2 was caused by the defective component inside the pump assembly. The original pump assembly was replaced with the gold pump assembly, and functional test was retested. All test passed. Error1 is relating to error2, therefore, the complaint is confirmed.

Event description:
It was reported that a procedure cancellation occurred. A jetstream pvcn100 console was being used in the index procedure when it alarmed with the error 1 code. The procedure could not be completed. There were no patient complications reported.